Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service manual operational and diagnostic analysis confirmed reported issue (unit has no suction). Replaced front bezel and membrane switch (buttons not responding) as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. A review into the depuy synthes mitek complaints system revealed five other dissimilar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The 284002 fms vue pump: no surgery, unit has no suction.